Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: "deflation" "exchange due to the patient concern with the product."

Event description:
Healthcare provider called to report a right-side deflation and exchange due to the patient concern with the product. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on anterior side to an unidentified (tear) opening.

Event description:
Healthcare provider called to report a right-side deflation and exchange due to the patient concern with the product. The device was explanted.